Manufacturer narrative:
The physician placed a new introducer sheath and balloon catheter, thus resulting in prolongation of case. The angiosculpt device was returned for lab analysis. Initial visual examination found a wrinkled transition tubing. During functional testing, the angiosculpt device was able to be removed from the introducer sheath and re-inserted and removed with no issues. The balloon was inflated to 6 atm with excessive inflation time noted, however, the balloon was unable to deflate. Visual examination of the device found the shaft to be necked and twisted, proximal to the proximal balloon taper. Based on the lab analysis, it is probable that the user applied exertion of force during catheter manipulation.

Event description:
The angiosculpt device advanced to the lesion without any issue. The physician attempted to inflate the balloon to 10 atm, but was unable to inflate. The physician pulled negative and tried to remove the angiosculpt device, but got stuck on the introducer sheath. The angiosculpt device and 7f introducer sheath were removed as a unit. The physician placed a new 7f introducer sheath and finished the procedure with a 6.0 x 180 mm abbott balloon.